Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient lost a significant amount of weight, ipg was protruding and causing persistent pain and discomfort at ipg site. Surgical intervention was undertaken in (B)(6) 2020 (exact date unknown) and ipg pocket site was relocated. Therapy was restored and pain at ipg site has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.